Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), dermatitis allergic ("allergy : rash / skin condition"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilaterl salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and dermatitis allergic had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered dermatitis allergic, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain,gen, abnormal bleeding,allergy : rash / skin condition discrepancy noted in dob earlier follow up was mention as 14-jul-1988 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilaterl salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and dermatitis allergic had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered dermatitis allergic, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, gen, abnormal bleeding,allergy: rash/skin condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : case was upgraded to serious incident. Previously reported event "injury to herself" updated to "pelvic pain", events- " gen, abnormal bleeding, psych injury, post removal complication, allergy: rash/skin condition " added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.